Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient experienced a reoccurrence of the hernia. Additional information has been requested.

Manufacturer narrative:
It was reported that the laparoscopic ventral hernia procedure was performed in 2012. The patient underwent a laparoscopic reoperation in 2013 to repair the recurrent hernia with a different type of mesh. The patient had no further problems. The surgeon opines that the coating on the mesh does not allow adequate incorporation into the fascia and when the fixation dissolved the mesh subsequently migrated. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.